Event description:
The customer reported receiving a reading of 111mg/dl on their precision xtra meter, however, the customer was experiencing symptoms of hypoglycemia such as sweatiness and incoherence. The customer reported a loss of consciousness and the paramedics were called. The paramedics treated the customer with glucose treatments and the customer was not transported to a health care facility. The customer also reported eating candy to help alleviate their symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.